Event description:
It was reported that the patient's inflatable penile prosthesis was replaced for unknown reasons. A 16cm x 12mm spectra penile prosthesis was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.